Event description:
(B)(4), loan system (B)(4), lot no. 1003628, was sent to a case at (B)(6) for a case on (B)(6) 2012. Neither of the single cable tensioners in this kit worked. When the cable was threaded through the tensioner it failed to grip the cable and tighten it. Both tensioners were tried with the same result. No further info will be available.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The lot code for the reported device was not provided. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.